Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing was performed. The battery low alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.